Event description:
Patient with complicated medical history admitted with edema and lower extremity cellulitis. Patient required intubation during hospital course. Hd #10 it was noted the patient¿s ett was becoming disconnected from vent. Tube was exchanged. Defective tube kept and medwatch to be submitted. FDA safety report ID # (B)(4).